Event description:
It was reported that the pump was explanted due to an unknown type of infection. The patient was reported as alive with no injury at the time of report. The patient reportedly went to the hospital on (B)(6) 2014 with redness at the pump site and fever. It was noted that the patient had not been getting very good relief so no re-implantation was planned. The pump was used to deliver morphine. It was later reported that the manufacturer's representative found out that the pump was previously explanted after visiting the physician's office for a potential dose adjustment.

Event description:
Additional information received reported that perioperative antibiotics were administered. The patient experienced swelling, and the primary location of the infection was at the device pocket. A blood and device pocket culture had been obtained. The infection was reportedly resolved after intravenous and oral antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).